Event description:
I had a right knee replacement surgery on (B)(6) 2010, by doctor (b)(6., and I been having pain every since I came out of surgery up until now. I am having a lot of problems, because of the right knee is loose, and I need to have another revision surgery. Right now, I am waiting on the v.a. To send me my permission papers to go back to dr (B)(6). The problems that I been having is in my back with slip discs, up my neck to the back of my head giving me headaches at times, along with pain in both legs, left and right knees, both ankles, sometimes I feel like I have to throw up, and my neck is getting stiff. I can not stand for a long periods because of my right knee swells up, I also can not sit for a long time either, because my right knee stiffing up and I have to get out and walk around to loose it up. This is a revision statement or more up to date one. The work that I use to do was tree trimming, and you have to stand for a long period of time, and every since I had the surgery it is impossible for me to go back to that kind of job, or any job that require you to stand for a long period. Dr (B)(6) was suppose to reschedule me a new surgery back in (B)(6) 2011, but his surgery coordinator - (B)(4) told me that there was not any openings back in (B)(6) 2011, at his office in (B)(6). No one at his office ever tried to contact me anymore about any revision surgery since (B)(6) 2011, it's just like he doesn't care about his pt's feelings. The medication that I am taking now are naproxen 500 mg tab, tramadol hcl 50mg for the pain that I am having in my legs, knees, back, ankles, etc. The pills that I am taking comes from the v.a. In (B)(4). I forgot to tell you about my right knee locking up back in the middle of (B)(6) 2011 in a 35-40 degree angle, and the physical therapy had to try and work it out, but after my knee cooled off, it would lock right back up in that angle. P.s.: I am having muscle spasms a lot now, because of the right knee replacement. Every since I had my right-knee replacement it has been swelling and stiffing, and as I speak right now my right knee is doing it right now. When I settle down for the night I go through a lot of problems with pain all over my body. I am up at night and early in the morning. Since I wrote this letter about several months ago things has changed. I have started receiving (B)(6), along with (B)(6). I have another doctor. His name is dr (B)(6), when I can not get to my doctor at the (B)(6). I still take tramadol hcl 50mg tab, hydrocodone/apap 7.5 - 650mg tab, the doctor at the (B)(6) changed my naproxen to etodolac 500mg tab, because I asked him to, because the naproxen was not working for me. The doctor who done the surgery never called me back to revise his work. Now, I am having a lot of problems with my left side of my body, along with muscle spasms. On (B)(6) 2013, I will be having a revise knee replacement surgery by doctor (B)(6), because the last doctor I had did not do anything to correct the problem that I was having with my first knee replacement. Since going to dr (B)(6) also, I had to get some medicine for the muscle spasm in my back, and up and down my back, my neck, etc. The medicine that I got is methocarbamol 750 mg tab. That is the only pill I have new at this time, before surgery. As of today ((B)(6) 2013) monday, I had to be to (B)(6), at 6:00 am, so that I could have a revision.